Event description:
Additional information received states that the patient status/outcome was good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on(B)(6) 2024, the product is not working and its getting disassemble during usage every time. There was no surgical delay. The procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b14 (to capture DHR), h4 corrected: h3, h6: product investigation the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the internal threads of the device were heavily stripped. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Additionally, some intentional written scratches were observed in the t-handle shaft. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was performed with the external barring was assemble with using an excessive force. Once the device was assembled the rachet mechanism was not possible to actuate. The overall complaint was confirmed as the observed condition of the univ-chuck w/t-handle would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 393.100, lot number: 2437p74, manufacturing site: haegendorf, release to warehouse date: 9th november 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. The CAPA jbl-CAPA-000388 was opened to investigate citric passivation being used instead of nitric passivation. This CAPA is affecting passivation only and is not related to the device disassembling during usage, but to the usage of citric passivation being used instead of nitric passivation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.